Event description:
It was reported that the patient presented remotely via merlin net. Review of the transmission noted that the atrial channel of the pacemaker exhibited far field r waves (ffrw) oversensing resulting in inappropriate mode switch. Programming changes were suggested; no changes or intervention were done. There were no patient consequences.